Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. Three kinks were observed on the catheter tubing approximately 71.9cm, 73.4cm and 75.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected on the membrane at the same location approximately 22.9cm from the rear seal and measuring 0.064cm and 0.015cm in length. The reported problem was most likely triggered by leaks which was found on the membrane. The penetrations appear to have been caused by a sharp object. The penetrations were located at the same location which is an indication the balloon was folded and most likely occurred during iab insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy the console generated an autofill failure alarm. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site telephone - (B)(6). Complete event site name - (B)(6) hospital the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).